Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the extension set exhibited a leakage. Patient reported not receiving full dose of medication. No patient injury was reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00196. The date of that submission was 19-mar-2025. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.